Event description:
It was reported that a patient underwent an abdominal aortic aneurysm rpr procedure in 2023 and suture was used. During the procedure, between 3-4 throw's gripping the needle it rolled on him. Surgeon re-griped to finish the case with no patient harm. Sample device is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received one unopened sample that pertain to the product code eph8725h. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: did the needle broke or pull-off from the suture? Pulled-off from the needle. What is the total number of products involved in each procedure? One. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? Five.